Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of device trimming due to migration; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because sufficient clinical data was not received and no lot number was identified with this complaint, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported following the implant of a micro-stent filtration device, the device has migrated and is now needing to be trimmed. Additional information was requested.